Event description:
The user facility reported the following via a medwatch which was rec'd on 03/11/2008: "event description: skull clamp placed by a resident intra-operatively caused a laceration of the skull. "Did this event involve an electrophysiology procedure or an attempted electrophysiology procedure?" "No". Device usage problem: "device malfunction - that is, the device did not do what it was supposed to do." Add'l info requested from the facility.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.